Event description:
A report was received that the patient¿s ipg had migrated and was pushing against his pelvic bone at the hip causing pain. The patient underwent a procedure where the physician replaced the ipg due to preference and repositioned the pocket site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The returned product analysis did not confirm the complaint. The device passed electrical, performance and visual inspection tests. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics.

Event description:
A report was received that the patient¿s ipg had migrated and was pushing against his pelvic bone at the hip causing pain. The patient underwent a procedure where the physician replaced the ipg due to preference and repositioned the pocket site. The patient was reportedly doing well following the procedure.